Event description:
Boston scientific received information that this right atrial lead was explanted due to dislodgement. Multiple attempts were made to reposition the atrial lead due to dislodgement at original implant. Additionally, there were issues with the helix extension and retraction at implant. The ra lead was dislodged after pocket closure. The ra lead was removed and was replaced with a new lead. No adverse patient effects were reported. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.